Event description:
The customer reported that when they plug it in, they were getting communication scope errors b30, e216, and error 315 during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.